Event description:
Nellcor puritan bennett received a call on 11/20/1998. Source called to report the following problem: when unit is turned on, all leds with continous alarms on and unit doesn't cycle.